Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 746 mg/dl, 767 mg/dl. Customer went to emergency room and then admitted into hospital. Customer treated with insulin. Customer using insulin pump system within 48 hours of reported low blood glucose event. Customer alleging possible under delivery. Customer stated auto mode feature was active and automatically adjusting insulin at time of event. Customer was unable to complete carelink upload. The insulin pump will be returned for analysis.